Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt passed away due to a stroke. The center states that the pump was not the cause of the pt's death.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.